Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a proglide device relative to a peripheral angioplasty procedure. Reportedly, the knot of the proglide suture was completely undone. The knot was attempted to be captured without success. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported unraveled knot could not be confirmed because all components, including the suture with the knot, were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique with a 6f sheath prior to a peripheral angioplasty procedure. The sutures of two new proglide devices were successfully pre-placed. The procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. No additional information was provided.